Manufacturer narrative:
Updated fields- b5, d9, g3, g6, h2, h3, h11. Corrected fields: h6 (investigation conclusions).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 50cc intra aortic balloon (iab) the nurse called for assistance with an iab optical sensor failure alarm. She stated she had a balloon pump patient, and they got the optical failure alarm. She was trying to switch from ECG trigger to pressure trigger, but it won¿t let her. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: u(B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(6). (B)(4).

Event description:
N/a.

Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing approximately 43.9cm from iab tip. The optical fiber was found to be broken within the membrane and inner lumen kink approximately 26.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, component codes, investigation conclusions).

Manufacturer narrative:
Updated fields- b5, b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Nurse in the ccu, called into emergency support program line to request support with a fiber optic sensor failure. Esp team verified she had attempted to switch from ECG trigger to pressure trigger without success. After several minutes, user was able to successfully transition to transducer source to continue therapy. The balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation, a sensor failure can occur due to one or more of the following probable causes: optical sensor kink. Break in sensor. Connector issue.

Event description:
N/a.